Event description:
Event description cpi received information that this implantable pulse generator (ipg) and bipolar steroid eluting lead were exhibiting a failure to 'sense and capture'. An invasive procedure found fluid inside the connector block. The ipg and lead were explanted and a new system was implanted.